Event description:
Related manufacturing ref: 3008452825-2023-00453, 3008452825-2023-00454, 3008452825-2023-00455, 3008452825-2023-00456. During the atrial fibrillation procedure, the device would not deflect properly which delayed the procedure. This occurred with five introducers. Another device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported deflection issues and subsequent delay remain unknown concomitant devices: agilis¿ nxt steerable introducer x4.